Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the customer¿s complaint was confirmed. The issue was found to be caused by a faulty printed circuit board. During the evaluation of the device, it was also observed there was no signal on the sd-1 input port due to a faulty qb board. The qb board was found to have rust on several of the connectors. The device was returned unrepaired to the customer, per the customer¿s request. *this MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. *

Event description:
The user facility reported to olympus that the monitor powered down intermittently without notice. The reported issue was observed during a diagnostic procedure. There was no patient harm or injury reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the likely cause of the printed circuit board failure and qb board failure was deterioration due to the age of the device.